Event description:
It was reported that the user¿s ilet was not connected to a cgm for over two days, during which the user experienced hyperglycemia with a reported blood glucose of 480 mg/dl and was advised by a clinician to seek emergency evaluation. The ilet had been configured for dexcom g7 while the user was using a dexcom g6, and support assisted in switching the ilet sensor setting to g6 and entering the correct transmitter serial number, after which the ilet paired and insulin delivery via ilet resumed. Symptoms included hyperglycemia. The user was treated at the hospital to correct the high bg. Investigation included technical support troubleshooting and user guidance for device configuration and cgm pairing. Investigation of this case revealed an incorrect cgm selection on the ilet that resulted in signal loss to the ilet only until corrected. It was concluded that user setup error led to loss of cgm data to the ilet, and resolution was achieved by correcting the cgm type and pairing the transmitter. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.